Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> the cause of the purge disc detection issue on ic1799 was a broken mechanical lever within the purge pressure sensor.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complaint reported that during preventative maintenance (pm) of section 2.15 the console failed to detect the purge disc, upon further inspection the purge flag was broken due to dextrose buildup. After cleaning and replacing the purge flag and spring the console now detects a purge flag. Console went thru the pm and functioning properly. This console will be shipped back to the customer. There was no patient involvement.